Manufacturer narrative:
(B)(4). Evaluation summary: the distal tip was damaged. The 13th wire wrap from the distal end of the stent had raised/deformed struts. A protective sheath with similar dimensions to the sheaths used in manufacturing could not be fully placed over the stent due to the raised struts. There were kinks on the catheter 39 cm and 48 cm from the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a severely calcified and severely tortuous lad exhibiting 90% stenosis. The device was removed from its packaging and inspected with no issues noted. The lesion was pre-dilated. During the procedure resistance was encountered during delivery and the device failed to cross the target lesion and after the system was pulled back it was noted that stent deformation occurred. No excessive force was used when resistance was encountered. No patient injury reported. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.